Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed.the device was put through extensive testing, which included daily/weekly/monthly self-tests, on/off current, patient and circuit impedance testing, and shock testing without duplicating the customer's report. The main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.